Manufacturer narrative:
One tactisys¿ quartz was received for evaluation. Visual inspection verified the front ports, rear ports, chassis, and labels were free of physical damage. The quartz was powered on and audible beeps was observed to indicate a successful boot. Communication was established. A catheter was connected, and no valid contact force was observed. Fiso diagnostic identified a degraded signal at slot 3. Internal inspection verified all mounting hardware were secure. It was verified the orange fiber optic cable was non-functional. The cable was temporarily replaced with a known-good cable and functionality was restored. Valid contact force was observed and fiso diagnostic verified the signal at slot 3 was no longer degraded. The field reported event was confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided and investigation performed, the root cause was isolated to an orange fiber optic cable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During the atrial fibrillation procedure, after the puncture was completed and all catheters were placed in the heart, the left atrium access was performed. Attempting to zero the contact force outside the body before the catheter was inserted into the body, but an audible alarm was activated and the contact force could not be zeroed. The communication with ensite system could be established, but the ball indicator did not respond. Even if the catheter was replaced, it did not improve. The tactisys, amplifier and the ensite system were each restarted twice, but the issue persisted. The procedure was changed to the cryo procedure immediately and the procedure was completed no adverse consequences to the patient. A delay occurred due to these issues.